Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer expressed nausea, brain fog, feeling weak and cold sweats as symptoms of her high blood glucose. The customer was hospitalized on (B)(6) 2014 due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose at the time of admission was over 500 mg/dl. Troubleshooting was done. The customer was unable to keep anything down prior to the hospitalization. The customer was further in an accident and was driving at the time of the accident. The customer was treated with 10 units of insulin, an IV drip and fluids at the hospital. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer agreed to call back at a later date in order to continue troubleshooting. Nothing further reported.